Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to turn stim up, only down using pp. He said when he tries to turn stim up, he gets what pt described as the turn stimulation on screen. Patient services (pss) had pt use pp to turn stim on during the call, and at first pt was pressing pp power on button and still seeing the turn stim on screen, but after pss had pt press stim on button, pt said he was able to turn stimulation up. Pt said he did not know how stimulation was turned off. Pss reviewed pp is working and to monitor pp/stimulation and take note if it does turn off without him knowing again. Additional information was received from the patient and it was reported that they only turn the ins off when charging. Sometimes it turns itself off and they don't realize it is off. Pss provided help to the patient.